Manufacturer narrative:
The insulin pump was received with (B)(6) alkaline battery installed. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip. Data analysis: (B)(6) 2015 daily insulin total = 21.600u. (B)(6) 2015 daily insulin total = 21.600u. (B)(6) 2015 daily insulin total = 21.600u. (B)(6) 2015 daily insulin total = 21.600u. (B)(6) 2015 daily insulin total = 21.025u. (B)(6) 2015 daily insulin total = 0.000u 11:45 pump suspended. (B)(6) 2015 daily insulin total = 0.000u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer as hospitalized on (B)(6) 2015. The customer was found unresponsive with severe hypoxia. He was brain dead for a while and on (B)(6) 2015 the lie support was turned off. The customer' blood glucose at the time of death was over 500 mg/dl. The caller stated that the last time the customer checked his blood glucose was on friday night and he had high fever. The customer was wearing the insulin pump when he was discovered. However, the insulin pump was disconnected at the time of hospitalization. The caller was unsure if the customer used sensors or not. The caller did not have the insulin pump at the time of the phone call; hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. At this time, the caller is unsure if the insulin pump will be returned for analysis or not.